Manufacturer narrative:
The device involved in the reported incident has not been returned for eval to date. An investigation has been initiated based upon the reported info.

Event description:
Foreign material in the sterile packaging.